Manufacturer narrative:
Additional information: b5: it was further informed that the device was filled with 100ml fluorouracil and 97ml glucose 5%. H4: the lot was manufactured between april 16-17, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow through the tubing. This occurred during priming with sodium chloride (nacl). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.